Manufacturer narrative:
This report is filed on september 27, 2017.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator and infection at implant site, however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017 and the patient was treated with oral and IV antibiotics. The patient was re-implanted with a new device during the same surgery.